Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The lot number, expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not aailable for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary = according to the information provided, it was reported that during the surgery of reconstruction of talofibular ligament, the anchor was broken off(as the photo shows). The complaint device was received and evaluated. Upon visual inspection it could be observed that the screw is broken. Rests of biological matter can be observed. A manufacturing record evaluation was performed for the finished device 7l42134 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; a guidewire entrapment could have occurred while insertion as per IFU 109899; if resistance is felt during the insertion of a milagro interference screw over a guidewire, stop and confirm that the guidewire is not entrapped. If entrapped, back out the screw and withdraw the guidewire. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). The lot number was unknown. Investigation summary: according to the information provided, it was reported that during the surgery of reconstruction of talofibular ligament, the anchor was broken off (as the photo shows), removed all the broken parts. No additional information could be provided. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the anchor broken near the distal part, confirming this complaint. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. No information provided about the procedure or if it was used a guide wire when insert the screw into bone. The possible root cause can be attributed when not using a tap or guide wire, as there may not have been enough space for the screw to function properly. It is also a possibility that the tapping was off angle or excessive force was used while tapping causing the screw to break. However, it cannot be conclusively affirmed. Hands on analysis should provide the evidence necessary to confirm the root cause. As per IFU, it is necessary to place the place the guidewire according the procedure and load the interference screw onto the appropriate driver. Finally insert the interference screw and driver over the guidewire and fully insert the screw into bone. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during a reconstruction of talofibular ligament procedure on (B)(6) 2021, it was observed that the milagro inscr small size 5x23 anchor device was broken off. All the broken parts were removed. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.